Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor was having an error connecting to the implantable cardiac monitor (icm). The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.